Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a right ventricular (rv) lead procedure, the right atrial (ra) lead was also surgically abandoned due to high impedance measurements. No adverse patient effects were reported.